Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon, and 2 yellow collecting waves were seen on the remote communicator. Subsequently, latitude data analysis was request and shock impedance high out of range was noted. Implantable cardioverter defibrillator (ICD) remains in service. No additional information is available at the moment. No adverse patient effects were reported.